Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head end of the instrument was broken. After confirming with the clinical customer, no fragment fell inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was found to have one blade broken at the base. A piece approximately .435" x .084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a sole tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.